Event description:
The customer reported a button error alarm after going swimming with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the liquid crystal display board and keypad trace. Unable to verify the button error alarm due to the blank display.